Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Not returned.

Event description:
It was reported that during the stent placement procedure for treatment of a recurring lesion in the cephalic vein, the wheel of the deployment mechanism stopped clicking after two turns and the tip of the vascular stent was shot out. The placement of the stent was continued without issue and the stent could be implanted successfully after the initial malfunction. No other device had to be used and no additional treatment was required. No patient injury was reported.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent was found to be released and missing as it remains implanted. During the performed functional test, the thumbwheel was found to be subject of high force which may have led to the reported difficulties in deploying the stent. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions leading to increased friction and subsequent deployment difficulties. The reported application in the cephalic vein represents an off-label use of the device which is considered another contributing factor to the reported event. On the basis of the information available, a definite root cause could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." Furthermore, the IFU indicates that the life-stent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.